Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The transducer tube was reconnected to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.